Event description:
The article titled "operative treatment of traumatic fractures of the thorax and lumbar spine. Part ii: surgical treatment and radiological findings," consists of adverse events regarding multiple non-synthes product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)